Event description:
Customer states he tested on his compact system twice, "within a few minutes." The first result was 258 mg/dl and the second result was 94 mg/dl. No actions or inactions taken based on results. No adverse events. Requested return of suspect device and placement was sent.